Event description:
Customer reported a temperature sensor error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a broken wire in the high voltage cable. System operates as intended.